Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient had received a shock from their implantable cardioverter defibrillator (ICD) while they were sleeping and reported to the emergency room for evaluation. Interrogation of the device revealed that an electrical reset had occurred at the time of the shock and that the shock was delivered without qualifying symptoms. It was also determined that the device had lost telemetry function permanently. The patient reported feeling anxious from the shock and was admitted to the hospital. The device was later explanted and replaced as part of an upgrade procedure. The associated right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.